Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, implanted: (B)(6) 1995, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2019 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indications for use included non-malignant pain, arachnoiditis, and failed back surgery syndrome. It was reported that the patient had a lot of problems with pumps over the years. It was noted that during the trial they used fentanyl, but in the permanent implant they used morphine. With the morphine the patient reportedly "vomited the catheter out of the spinal fluid." The date the issues occurred was unknown. It was noted that this issue occurred multiple times and over 5-6 years the patient had multiple surgeries because of the issue. The patient was also reportedly hospitalized for starvation because they vomited with the morphine. The patient suffered from "chemical insepholopy," their electrolytes were "screwed," the patient had swelling of the brain, and had "a lot of complications." When the patient switched medications to dilaudid, they did not vomit all the time. Additional information was received from a healthcare professional (hcp). It was reported that the hcp didn¿t have information regarding the patient vomiting the catheter out of the cerebrospinal fluid. The patient's catheter was functional from 2007 until 2012 when the pump battery exhausted. No further complications were reported.